Event description:
The customer is requesting assistance in saving data on a pt that had expired. There is no allegation that the device was a factor and no allegation of a malfunction.

Manufacturer narrative:
(B)(4): the customer is requesting assistance in saving data on a pt that had expired. There is no allegation that the device was a factor and no allegation of a malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.